Event description:
It was reported that the ventilator stopped cycling while on a patient. The patient was bagged and the ventilator was swapped out. The biomed found that the expiratory pull magnet was defective. The pull magnet was replaced, the ventilator was clibrated and functionally checked. Ventilator passed all tests. The ventilator was returned back to service. The defective part will be returned to sweden for evaluation. There was no patient injuries.